Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 1 of 2. See 1920664-2016-00285.

Event description:
The b+l rep reported 25 gauge cutter failed during surgery. The cutter simply stopped cutting. It would aspirate. They changed it and finished the case. There will be no product returned. At the end of this case the staff threw away the cutters and packaging.